Manufacturer narrative:
Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(4) 2015): follow-up attempts completed. No further information expected. Follow-up ((B)(4) 2015): new information received from a contactable consumer includes: patient details, concomitant medications, medical history, lot number and expiration date, updated suspect product, updated suspect product indication, past product history, suspect product start/stop date, action taken with suspect product, additional events of burn blisters and scar, event onset/stop dates, event outcome, therapeutic measures received, updated reporter from a consumer to a registered nurse and medically confirmed the events, and updated this report to a serious, medically confirmed, reportable medical device report. Company case comment: based on the information provided, a possible contributory role of the suspect device product to the reported events 3rd degree burns to my back/burns resulting in blistering of skin, 4 large raised burn blisters and several small burn blisters to lower back, and scar' cannot be excluded. This case meets initial 30 day reportability.

Event description:
Third degree burns to my back/burn's resulting in blistering of skin; 4 large raised burn blisters and several small burn blisters to lower back [burns second degree], small areas of scarring to lower back area [scar]. Case description: this is a spontaneous report from a non-clinical-study program, (B)(6). A contactable registered nurse reported a (B)(6) [female patient of unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) (lot#: hsc4792/15, expiration date 05jan2017) from (B)(6) 2014 for back pain. The patient's medical history included bad joints and diabetes from an unspecified date. Concomitant medications were reported as none. Past product history included thermacare heatwraps (thermacare heatwraps) on (B)(6) 2014 for 8 hours for their knee with no problems reported during previous use. On (B)(6) 2014, the patient reported using the heatwrap over a thin t-shirt for approximately 3 hours and experienced 4 large raised burn-blisters to her lower back, several small burn blisters to her lower back and 3rd degree burns to her back. The patient stated the burn blisters were very painful. She mentioned she consulted a healthcare professional for the burns and was instructed to keep the burn areas clean and dry and to use an over the counter burn cream with gauze to prevent infections. The patient stated she did not go to the hospital as a result of her burns. She reported had small areas of scarring to her lower back area on (B)(6) 2015. The patient assessed their skin tone as medium (neither light nor dark). The patient is not currently under the care of a physician for any medical conditions. She reported she did not have sensitive skin or any abnormal skin conditions. The patient stated she previously used other heat products for pain relief resulting in no problems and not used on the day the burns occurred. She did not exercise while using the product and checked her skin under the heatwrap approximately every hour to 1 and a half hours. The patient read the instructions prior to heatwrap use. She was not taking any other medications including over the counter, herbal, nutritional or any products applied to the skin. Action taken with the product was permanently withdrawn on (B)(6) 2014. Therapeutic measures received included an over the counter burn cream with gauze to prevent infections. At the time of the report, clinical outcome of the events was resolved in (B)(6) 2015 (reported as resolved after 2 months). Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
Follow-up 04/16/2015: new information received from a contactable consumer includes: additional event of "neurotic tissue". Company case comment: based on the information provided, a possible contributory role of the suspect device product to the reported events 'third degree burns to my back/burns resulting in blistering of skin, 4 large raised burn blisters and several small burn blisters to lower back, and scar, neurotic tissue' cannot be excluded. This case meets f/u, serious, reportable 10-day EU/30-day FDA medical device report. Case comment: based on the information provided, a possible contributory role of the suspect device product to the reported events 'third degree burns to my back/burns resulting in blistering of skin, 4 large raised burn blisters and several small burn blisters to lower back, and scar, neurotic tissue' cannot be excluded. The case meets f/u, serious, reportable 10-day EU/30-day FDA medical device report .

Event description:
On an unspecified date, the pt reported it looks like a lot of "neurotic tissue."

Manufacturer narrative:
Follow-up 4/22/2015: new information received from a contactable consumer included relevant medical history, past product use, concomitant medication use, product data (additional lot #) and reaction data (outcome of the event scar was updated from resolved to not resolved). Follow-up attempts completed. No further information expected.

Event description:
Case description: this is a spontaneous report from a non-clinical-study program, thermacare (B)(6). A contactable registered nurse reported a (B)(6) female patient of unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: hsc4792/15 expiration date 01/05/2017, also reported as lot #:h80479) from (B)(6) 2014 for back pain (back ache). The patient's medical history included bad joints, diabetes, high blood pressure, chronic pain, and arthritis from an unspecified date. Concomitant medications included hydrocodone bitartrate, paracetamol (vicodin) 7.5/325, one, for generalized pain. Past product history included thermacare heatwraps (thermacare heatwraps) on (B)(6) 2014 for 8 hours for their knee with no problems reported during previous use and in (B)(6) 2014 for 6-8 hours for knee, elbow. On 11/5/2014,, the patient reported using the heatwrap over a thin t-shirt for approximately 3 hours and experienced 4 large raised burn blisters to her lower back, several small burn blisters to her lower back and third degree burns to her back. The patient stated the burn blisters were very painful. She mentioned she consulted a healthcare professional for the burns and was instructed to keep the burn areas clean and dry and to use an over the counter burn cream with gauze to prevent infections. The patient stated she did not go to the hospital as a result of her burns. She reported had small areas of scarring to her lower back area on (B)(6) 2015,, for which she was hospitalized on an unspecified date (pending clarification), on an unspecified date, the patient reported it looks like a lot of "neurotic tissue". She reported she was unable to wear clothing with waist for two months. The patient assessed their skin tone as medium (neither light nor dark). The patient is not currently under the care of a physician for any medical conditions. She reported she did not have sensitive skin or any abnormal skin conditions. The patient stated she previously used other heat products for pain relief resulting in no problems and not used on the day the burns occurred. She did not exercise while using the product and checked her skin under the heatwrap approximately every hour to 1 and a half hours. The patient read the instructions prior to heatwrap use. She was not taking any other medications including over the counter, herbal, nutritional or any products applied to the skin. Action taken with the product was permanently withdrawn on (B)(6) 2014.. Therapeutic measures received for burns included an over the counter burn cream with gauze to prevent infections. At the time of the report, clinical outcome of "neurotic tissue" was unknown. The outcome of scar was not resolved and the other events were resolved in (B)(6) 2015 (reported as resolved after 2 months).

Manufacturer narrative:
New information received from product quality complaints (pqc) group included. Updated lot number and expiration date. Follow-up attempts completed no further information expected.

Manufacturer narrative:
New information received from a non-clinical-study program. Thermacare facebook page from the same contactable nurse included reaction data (added the event discomfort). Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree, skin necrosis, scar, erythema, and scab as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Discomfort [discomfort].

Manufacturer narrative:
Company clinical evaluation comment: based on the information provided, the events burns third degree, burns second degree, skin necrosis, scar, erythema, and scab as described in this case are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets follow up 10-day EU and 30-day FDA reportability.

Event description:
Redness {erythema]. It took three months for the area to completely heal and the scabs to go away (scab). The patient stated she did not go to the hospital as a result of her burns. She reported she had small areas of scarring to her lower back area on (B)(6) 2015. On an unspecified date, the patient reported it looks like a lot of "neurotic tissue". She reported she was unable to wear clothing with waist for two months. She also reported the pain from the blister limited her every day activities it limited what she was able to wear because of locations of blister. It limited her hygiene showing schedule and routine. It limited her activities outside of my home due to pain where riding in vehicle. The patient assessed their skin tone as medium (neither light nor dark). The patient is not currently under the care of a physician for any medical conditions. She reported she did not have sensitive skin or any abnormal skin conditions. The patient stated she previously used other heat products for pain relief resulting in no problems and not used on the day the burns occurred. She did not exercise while using the product and checked her skin under the heatwrap approximately every hour to 1 and a half hours. The patient read the instructions prior to heatwrap use. She was not taking any other medications including over the counter, herbal, nutritional or any products applied to the skin. Action taken with the product was permanently withdrawn on (B)(6) 2014. Therapeutic measures received for burns included an over the counter burn cream with gauze to prevent infections. The outcome of scar was not resolved, 3rd degree burns to my back/burn's resulting in blistering of skin, 4 large raised burn blisters and several small burn blisters to lower back/received burns and blisters from just 3 hrs of use was resolved with sequelae in (B)(6) 2015 (reported as it took three months for the area to completely heal and the scabs to go away) and the outcome of the remaining events was unknown. Follow up ((B)(6) 2015): new information received from a contactable nurse included reaction data (additional events of redness and scabs added), seriousness criteria of hospitalization removed from the event term scar, and outcome of the events was updated).

Event description:
The 3rd degree burns to my back/burn's resulting in blistering of skin/received my burns [burns third degree], 4 large raised burn blisters and several small burn blisters to lower back/received burns and blisters from just 3 hrs of use [burns second degree], it looks like a lot of neurotic tissue [skin necrosis], small areas of scarring to lower back area/ left perm scars from blister sites [scar], redness [erythema], it took three months for the area to completely heal and the scabs to go away [scab], discomfort [discomfort], difficulties sleeping [insomnia]. Case description: this is a spontaneous report from a non-clinical-study program, (B)(6) page. A contactable registered nurse reported a (B)(6) female patient of unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: h80479, expiration date: jan2017) from (B)(6) 2014 for chronic back pain (back ache). The patient's medical history included bad joints, diabetes, high blood pressure, chronic pain, and arthritis from an unspecified date. Concomitant medications included hydrocodone bitartrate, paracetamol (vicodin) 7.5/325, one, for generalized pain. Past product history included thermacare heatwraps (thermacare heatwraps) on (B)(6) 2014 for 8 hours for their knee with no problems reported during previous use and in (B)(6) 2014 for 6-8 hours for knee, elbow. She reported in that box, one wrap did not get warm. On (B)(6) 2014, the patient reported using the heatwrap over a thin t-shirt for approximately 3 hours, noticed redness, and experienced 4 large raised burn blisters to her lower back, several small burn blisters to her lower back and 3rd degree burns to her back. The patient stated the burn blisters were very painful and reported discomfort on an unspecified date. The patient also reported they are suppose to do quality assurance to ensure the chemical ratio is correct/chemicals that evidently were not mixed properly on an unspecified date. She mentioned she consulted a healthcare professional for the burns and was instructed to keep the burn areas clean and dry and to use an over the counter burn cream with gauze to prevent infections. The patient stated she did not go to the hospital as a result of her burns. She reported she had small areas of scarring to her lower back area on (B)(6) 2015. On an unspecified date, the patient reported it looks like a lot of "neurotic tissue". She reported she was unable to wear clothing with waist for two months. She also reported the pain from the blister limited her every day activities it limited what she was able to wear because of locations of blister. It limited her hygiene showing schedule and routine. It limited her activities outside of my home due to pain where riding in vehicle. The patient assessed their skin tone as medium (neither light nor dark). The patient is not currently under the care of a physician for any medical conditions. She reported she did not have sensitive skin or any abnormal skin conditions. The patient stated she previously used other heat products for pain relief resulting in no problems and not used on the day the burns occurred. She did not exercise while using the product and checked her skin under the heatwrap approximately every hour to 1 and a half hours. The patient read the instructions prior to heatwrap use. She was not taking any other medications including over the counter, herbal, nutritional or any products applied to the skin. Action taken with the product was permanently withdrawn on (B)(6) 2014. Therapeutic measures received for burns included an over the counter burn cream with gauze to prevent infections. The outcome of scar was not resolved, 3rd degree burns to my back/burn's resulting in blistering of skin, 4 large raised burn blisters and several small burn blisters to lower back/received burns and blisters from just 3 hrs of use was resolved with sequelae in (B)(6) 2015 (reported as it took three months for the area to completely heal and the scabs to go away) and the outcome of the remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (09jan2015): follow-up attempts completed. No further information expected. Follow-up (19mar2015): new information received from a contactable consumer includes: patient details, concomitant medications, medical history, lot number and expiration date, updated suspect product, updated suspect product indication, past product history, suspect product start/stop date, action taken with suspect product, additional events of burn blisters and scar, event onset/stop dates, event outcome, therapeutic measures received, updated reporter from a consumer to a registered nurse and medically confirmed the events, and updated this report to a serious, medically confirmed, reportable medical device report. Follow-up (16apr2015): new information received from a contactable consumer includes: additional event of "neurotic tissue". Follow-up (22apr2015): new information received from a contactable consumer included relevant medical history, past product use, concomitant medication use, product data (additional lot #) and reaction data (outcome of the event scar was updated from resolved to not resolved). Follow-up attempts completed. No further information expected. Follow up (20may2015): new information received from a contactable nurse included reaction data (additional events of redness and scabs added), seriousness criteria of hospitalization removed from the event term scar, and outcome of the events was updated). Follow-up (09jun2015): new information received from product quality complaints (pqc) group included: updated lot number and expiration date. Follow-up attempts completed. No further information expected. Follow-up (20jul2015): new information received from a non-clinical-study program (B)(6) page from the same contactable nurse included reaction data (added the event discomfort). Follow-up (11aug2015): the new information received from summary investigation detail. On 11aug2015, the summary investigation detail included that batch h80479 was the only batch within the scope of this investigation. The thermacare batches were produced as individual lots. The evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this was the first complaint for the sub class adverse event safety request for investigation received at the albany site required an evaluation for batch h80479. On the basis of this evaluation, a trend does not exist for this batch, therefore there was no further action required at this time. Review of the batch device history record for lot h80479 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the four day run report a total of 124 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. A total of 2592 pti (pouch leak) tests were performed with 7 failures. Pouch leak maximum acceptance limit for a sample size of 2045 pti tests is 35 failures (per formula card 100.06, effective date 13aug2012). There were no wrap variable or attribute defects recorded for the batch. There was no pack defects recorded for the batch. There are no known site investigations associated with this batch. Return sample information was not requested and sample evaluation was not applicable. There was no potential quality impact that requires a notification to management as all thermacare products have the potential for pouch leaks. This was a known process variation. Preliminary confirmation status was not confirmed and further investigation was not required. Investigation summary included no quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. All in process procedures were followed and all release criteria met, however the possibility of this defect occurring within the release criteria is still present. The thermal and pti data for batch h80479 were reviewed and there were no thermal or leak results outside the in process specifications. Root cause was process defect (pouch leak). All thermacare products have the potential for pouch leaks. This was a known process variation. There were in process controls to help detect pouch leaks in an effort to mitigate the defect. It was process related not a design related and there was no complaint confirmed. The conclusion and approvals included no additional approval (s) required, root cause category (tier 1) wasnon-assignable (complaint not confirmed), no product quality impact, no stability impact, no market/clinical impact and the final confirmation status was not confirmed. It was reported that sqrt and aqrt review were not required. Follow-up (16sep2015): this contactable consumer reported by way of claim letter and consumer questionnaire. The patient purchased thermacare heatwrap (thermacare lower back & hip) (lot #(l) h80479, batch # (1) hsc479 2/15 and expiry date was in jan2017) in (B)(6) 2014 and applied to lower back over a thin t-shirt in (B)(6) 2014 for lower back pain. She checked her skin frequently during usage. She removed just after 2 hours of usage due to redness, burns and blisters forming. It was noted that the product was not heated in a microwave prior to usage. She did not use heatwrap along with pain rubs, medicated lotions, creams or ointments. She cleansed and applied unknown medical ointment 4 times daily on blisters to keep area free of infection. On an unknown date, she had difficulties sleeping because of pain and location of burns and blisters. It was noted that in (B)(6) 2014, she applied the product for over 4 hours in a 24 hours period to right knee and there was no incident noted during that time.

Manufacturer narrative:
On 11aug2015, the summary investigation detail included that batch h80479 was the only batch within the scope of this investigation. The thermacare batches were produced as individual lots. The evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this was the first complaint for the sub class adverse event safety request for investigation received at the albany site required an evaluation for batch h80479. On the basis of this evaluation, a trend does not exist for this batch, therefore there was no further action required at this time. Review of the batch device history record for lot h80479 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the four day run report a total of 124 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. A total of 2592 pti (pouch leak) tests were performed with 7 failures. Pouch leak maximum acceptance limit for a sample size of 2045 pti tests is 35 failures (per formula card 100.06, effective date 13aug2012). There were no wrap variable or attribute defects recorded for the batch. There was no pack defects recorded for the batch. There are no known site investigations associated with this batch. Return sample information was not requested and sample evaluation was not applicable. There was no potential quality impact that requires a notification to management as all thermacare products have the potential for pouch leaks. This was a known process variation. Preliminary confirmation status was not confirmed and further investigation was not required. Investigation summary included no quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. All in process procedures were followed and all release criteria met, however the possibility of this defect occurring within the release criteria is still present. The thermal and pti data for batch h80479 were reviewed and there were no thermal or leak results outside the in process specifications. Root cause was process defect (pouch leak). All thermacare products have the potential for pouch leaks. This was a known process variation. There were in process controls to help detect pouch leaks in an effort to mitigate the defect. It was process related not a design related and there was no complaint confirmed. The conclusion and approvals included no additional approval (s) required, root cause category (tier 1) was non-assignable (complaint not confirmed), no product quality impact, no stability impact, no market/clinical impact and the final confirmation status was not confirmed. It was reported that sqrt and aqrt review were not required.

Event description:
Case description: this is a spontaneous report from a non-clinical-study program, (B)(6) page. A contactable registered nurse reported a (B)(6) female patient of unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (lot #: h80479, expiration date: jan2017) from (B)(6) 2014 for chronic back pain (back ache). The patient's medical history included bad joints, diabetes, high blood pressure, chronic pain, and arthritis from an unspecified date. Concomitant medications included hydrocodone bitartrate, paracetamol (vicodin) 7.5/325, one, for generalized pain. Past product history included thermacare heatwraps (thermacare heatwraps) on (B)(6) 2014 for 8 hours for their knee with no problems reported during previous use and in (B)(6) 2014 for 6-8 hours for knee, elbow. She reported in that box, one wrap did not get warm. On (B)(6) 2014, the patient reported using the heatwrap over a thin t-shirt for approximately 3 hours, noticed redness, and experienced 4 large raised burn blisters to her lower back, several small burn blisters to her lower back and 3rd degree burns to her back. The patient stated the burn blisters were very painful and reported discomfort on an unspecified date. The patient also reported they are suppose to do quality assurance to ensure the chemical ratio is correct/chemicals that evidently were not mixed properly on an unspecified date. She mentioned she consulted a healthcare professional for the burns and was instructed to keep the burn areas clean and dry and to use an over the counter burn cream with gauze to prevent infections. The patient stated she did not go to the hospital as a result of her burns. She reported she had small areas of scarring to her lower back area on (B)(6) 2015. On an unspecified date, the patient reported it looks like a lot of "neurotic tissue". She reported she was unable to wear clothing with waist for two months. She also reported the pain from the blister limited her every day activities it limited what she was able to wear because of locations of blister. It limited her hygiene showing schedule and routine. It limited her activities outside of my home due to pain where riding in vehicle. The patient assessed their skin tone as medium (neither light nor dark). The patient is not currently under the care of a physician for any medical conditions. She reported she did not have sensitive skin or any abnormal skin conditions. The patient stated she previously used other heat products for pain relief resulting in no problems and not used on the day the burns occurred. She did not exercise while using the product and checked her skin under the heatwrap approximately every hour to 1 and a half hours. The patient read the instructions prior to heatwrap use. She was not taking any other medications including over the counter, herbal, nutritional or any products applied to the skin. Action taken with the product was permanently withdrawn on (B)(6) 2014. Therapeutic measures received for burns included an over the counter burn cream with gauze to prevent infections. The outcome of scar was not resolved, 3rd degree burns to my back/burn's resulting in blistering of skin, 4 large raised burn blisters and several small burn blisters to lower back/received burns and blisters from just 3 hrs of use was resolved with sequelae in (B)(6) 2015 (reported as it took three months for the area to completely heal and the scabs to go away) and the outcome of the remaining events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (09jan2015): follow-up attempts completed. No further information expected. Follow-up (19mar2015): new information received from a contactable consumer includes: patient details, concomitant medications, medical history, lot number and expiration date, updated suspect product, updated suspect product indication, past product history, suspect product start/stop date, action taken with suspect product, additional events of burn blisters and scar, event onset/stop dates, event outcome, therapeutic measures received, updated reporter from a consumer to a registered nurse and medically confirmed the events, and updated this report to a serious, medically confirmed, reportable medical device report. Follow-up (16apr2015): new information received from a contactable consumer includes: additional event of "neurotic tissue". Follow-up (22apr2015): new information received from a contactable consumer included relevant medical history, past product use, concomitant medication use, product data (additional lot #) and reaction data (outcome of the event scar was updated from resolved to not resolved). Follow-up attempts completed. No further information expected. Follow up (20may2015): new information received from a contactable nurse included reaction data (additional events of redness and scabs added), seriousness criteria of hospitalization removed from the event term scar, and outcome of the events was updated). Follow-up (09jun2015): new information received from product quality complaints (pqc) group included: updated lot number and expiration date. Follow-up attempts completed. No further information expected. Follow-up (20jul2015): new information received from a non-clinical-study program (B)(6) page from the same contactable nurse included reaction data (added the event discomfort). Follow-up (11aug2015): the new information received from summary investigation detail. On 11aug2015, the summary investigation detail included that batch h80479 was the only batch within the scope of this investigation. The thermacare batches were produced as individual lots. The evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this was the first complaint for the sub class adverse event safety request for investigation received at the albany site required an evaluation for batch h80479. On the basis of this evaluation, a trend does not exist for this batch, therefore there was no further action required at this time. Review of the batch device history record for lot h80479 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the four day run report a total of 124 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. A total of 2592 pti (pouch leak) tests were performed with 7 failures. Pouch leak maximum acceptance limit for a sample size of 2045 pti tests is 35 failures (per formula card 100.06, effective date 13aug2012). There were no wrap variable or attribute defects recorded for the batch. There was no pack defects recorded for the batch. There are no known site investigations associated with this batch. Return sample information was not requested and sample evaluation was not applicable. There was no potential quality impact that requires a notification to management as all thermacare products have the potential for pouch leaks. This was a known process variation. Preliminary confirmation status was not confirmed and further investigation was not required. Investigation summary included no quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or inspection of retained samples. Retained samples met the product description and the product is within expiration date. Our manufacturing operations employ quality control procedures which include statistical sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. All in process procedures were followed and all release criteria met, however the possibility of this defect occurring within the release criteria is still present. The thermal and pti data for batch h80479 were reviewed and there were no thermal or leak results outside the in process specifications. Root cause was process defect (pouchleak). All thermacare products have the potential for pouch leaks. This was a known process variation. There were in process controls to help detect pouch leaks in an effort to mitigate the defect. It was process related not a design related and there was no complaint confirmed. The conclusion and approvals included no additional approval (s) required, root cause category (tier 1) was non-assignable (complaint not confirmed), no product quality impact, no stability impact, no market/clinical impact and the final confirmation status was not confirmed. It was reported that sqrt and aqrt review were not required. Evaluation summary: on 11aug2015, the summary investigation detail included that batch h80479 was the only batch within the scope of this investigation. The thermacare batches were produced as individual lots. The evaluation of one retain shows no obvious defects. An evaluation of the complaint history confirms that this was the first complaint for the sub class adverse event safety request for investigation received at the albany site required an evaluation for batch h80479. On the basis of this evaluation, a trend does not exist for this batch, therefore there was no further action required at this time. Review of the batch device history record for lot h80479 concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Review of the packaging attributes (pouch, carton and shipper container) quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria was met. Thermal data for the four day run report a total of 124 wraps tested for individual cell temperature, wrap average temperature, and individual wrap temperature. All wraps met the required temperature specifications. A total of 2592 pti (pouch leak) tests were performed with 7 failures. Pouch leak maximum acceptance limit for a sample size of 2045 pti tests is 35 failures (per formula card 100.06, effective date 13aug2012). There were no wrap variable or attribute defects recorded for the batch. There was no pack defects recorded for the batch. There are no known site investigations associated with this batch. Return sample information was not requested and sample evaluation was not applicable. There was no potential quality impact that requires a notification to management as all thermacare products have the potential for pouch leaks.